Event description:
Customer reported being given a freestyle freedom blood glucose monitor from their physician. It is unk whether the customer received a sealed glucose monitor kit or not. As the customer did not have instructions for use, they did not take any glucose readings on their meter. As a result, the customer reported feeling shaky, sweaty, and dizzy. They then reported having a seizure, and an ambulance was called. Customer was diagnosed with hypoglycemia, and the paramedics reportedly received a glucose result of 18 mg/dl on an unk brand of meter. Customer was transported to a local hospital; exact treatment administered in order to stabilize blood glucose levels is unk.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.